Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia on two separate occasions. On (B)(6) 2025, the patient's blood glucose levels were ¿low¿ (<1.1 mmol/l) (<20 mg/dl), resulting in the paramedics being called and the patient being treated on site (specific treatment not mentioned). On (B)(6) 2025, the patient's spouse noticed they were sweaty and unresponsive due to low blood glucose levels and called 911 where the patient was then transported to the emergency room (ER). In the ambulance, the patient was treated with dextrose via intravenous. Additional treatment upon arrival at the ER was not mentioned.